Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient indicated they turned therapy off for a dentists appointment yesterday and when they turned it back on today with amplitude at 1.5 they are concerned that amplitude feels stronger than it previously did and also described the stimulation sensation as weird. Patient had decreased amplitude to 1.4 but thinks that it increased back up to 1.5 on its own. The circumstances that led to the reported issue were unknown. Reviewed expectations that amplitude should not change on its own but it's possible that patient may have grazed the touchscreen and accidentally increased. Reviewed expectations that stimulation may be perceived more noticeably after turning therapy back on again when it's been off and patient stated this makes sense. During the call the patient decreased back down to 1.4 and said it still felt a little strong but patient would like to keep it at 1.4 for the time being. The troubleshooting steps that were taken on the call resolved the issue. The patient also confirmed that they have been very happy with interstim therapy.